Event description:
Caller reported a minimum fill notification, which did not adversely impact their blood glucose level. Initially, attempts to resolve the issue by reloading the same cartridge were unsuccessful. Technical support then guided the caller through the process of filling and correctly loading a new cartridge onto the pump, which resolved the issue. The caller was able to successfully load the cartridge onto the pump and resume insulin therapy.